Event description:
It was reported that during use it was discovered that the lid was cracked with a bd vacutainer® sodium fluoride edta (fe) blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: the rubber stopper was cracked.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for cracked rubber stopper with the incident lot was observed. The stopper appeared to exhibit a void/no fill condition as a result of the stopper molding process. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
Initial reporter phone #: unknown. Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the lid was cracked with a bd vacutainer® sodium fluoride edta (fe) blood collection tubes. The following information was provided by the initial reporter: the rubber stopper was cracked.